Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 11500a25 implanted in the pulmonary position underwent a valve in valve procedure after an implant duration of four (4) years and ten (10) months due to structural valve degeneration leading to regurgitation. A 26mm transcatheter valve was implanted within the pre existing surgical device, with no reported complication for the patient.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and patient age at the time of implant.

Event description:
Edwards received notification that a patient with a valve model 11500a25 implanted in the pulmonary position underwent a valve in valve procedure after an implant duration of four (4) years and ten (10) months due to structural valve degeneration leading to severe regurgitation. Patient was asymptomatic so regurgitation was observed during a routinary echo. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device via the transfemoral vein, with no reported complication for the patient. Patient was noted as to be discharged home.